Event description:
It was reported that the user experienced a continuous glucose monitor inaccuracy, with the cgm indicating a low glucose of 54 mg/dl while a contemporaneous fingerstick measured 87 mg/dl and the user reported no symptoms; the user planned to manually input blood glucose per clinical guidance and to replace the sensor when able. Symptoms included an asymptomatic low cgm reading without clinical hypoglycemia signs. Outcomes included self-treatment with oral glucose and continued monitoring without hospitalization. Troubleshooting and education were completed, including guidance to confirm with fingerstick and replace the cgm sensor. Investigation included a review of use conditions and user-reported data. Investigation of this case revealed no device malfunction confirmed and an unclear cause for the reported low cgm value. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.